Event description:
The customer reported an inability to acquire a 12 lead ECG. There was patient involvement but no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire a 12 lead ECG. There was patient involvement but no negative patient impact. The customer evaluated the device. They could not reproduce the issue. The device passed all testing and was returned to service by the customer. The reported symptom could not be reproduced and therefore we are unable to determine the cause of the malfunction.